Event description:
MRI was performed on pt on 1/29/96. Pt was sedated for MRI. Non-invasive cardiac monitor placed on pt. Electrodes were used with cardiac monitor. Four electrodes placed on pt. Immediately post-MRI electrodes were removed and pt's skin was assessed: 3 slightly reddened areas the size of the electrode were noted and the fourth electrode lead area was blistered. The blister was the size of a dime.